Event description:
The customer reported that the burette split and leaked when they attempted to "lightly squeeze" it to get a better flor of fluid during a change of fluid bag (5 percent dextrose and 0.45 percent saline). From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.